Manufacturer narrative:
H4 device manufacture date was added the device history record (DHR) review showed no discrepancy. One unused sample was received and inspected. A male connector detachment was observed. The reported condition was confirmed. A walk through was carried out in the manufacturing area and a risk assessment was performed. The exact root cause could not be determined. Production personnel received an awareness notification regarding the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the joint connector on the suction tube is disengaged. The product was not used.